Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 262 mg/dl. Customer treated with bolus. Customer is feeling sick, dry mouth and vomiting. Customer went to hospital due to twisted ankle. Customer was diagnosed with bronchitis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.